Event description:
The customer reported that the device failed to turn on. There was no patient associated with the reported event.

Manufacturer narrative:
The customer declined an offer of service from physio-control stating that the device was to be permanently removed from use.